Event description:
Rptr noted pt had a previous vitrectomy. During this procedure, inferior zonules tore due to increased pressure during sculpting. Some nucleus material dropped, converted to intra-capsular cataract extraction and removed lens fragments manually. Implanted ac intraocular lens. Pt reportedly recovering well.